Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, informed the caller about storing the existing pump, and provided instructions for returning it to tandem. The caller understood the process and acknowledged receiving the replacement pump with updated software.